Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on available information, a cause for the reported tissue damage could not be determined. The reported hypotension and recurrent mitral regurgitation (mr) appear to be cascading events of the tissue damage. The reported patient effects of tissue damage, hypotension, and recurrent mr are listed in the mitraclip system instructions for use (IFU), and are known possible complications associated with mitraclip procedures. The reported hospitalization was a result of case-specific circumstances, as the patient developed hypotension post procedure and required hospitalization. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report tissue damage and recurrent mitral regurgitation (mr). It was reported that on (B)(6) 2020, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. Prior to inserting the devices, it was noted that a posterior prolapse was present. Two clips (one xtr and one ntr) were successfully implanted, reducing mr to a grade of 2. On (B)(6) 2020, the patient returned to the hospital due to low blood pressure. Echocardiography was performed and showed that a perforation had occurred on the posterior leaflet, causing mr to increase to a grade of 3-4. It was noted that the perforation was caused by the implanted xtr clip. Both clips remained stable on the leaflets. No additional information was provided.